Event description:
Patient here for minerva ablation. Surgeon unable to complete ablation using 1st device, balloon not inflating/deflating. 2nd device opened, surgeon completed procedure without complication.